Manufacturer narrative:
The lens remains implanted; therefore it is not available for evaluation. One retain sample from the same lot (7544015) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information: a yag procedure was performed on (B)(6) 2016.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that lens vaulted approximately 3 months post-op due to anterior capsule contraction. The refraction shifted from - 0.25 sph to +1.00 sph, confirming the posterior movement of the optic. The surgeon planned to perform a yag anterior relaxing capsulotomy to treat the capsular contraction. This event pertains to the patent's right eye.